Event description:
The customer reported his blood glucose reached 430 mg/dl less than 36 hours after the pod was activated. Upon inspection he noticed the cannula had dislodged from the infusion site. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.